Event description:
The patient's mother initially reported an issue with the patient's insulin infusion device. A company representative then spoke with the patient and the patient reported he received an "07" (system alarm), "81," and an "09" before the infusion device stopped working. He stated he has an elevated blood glucose reading of 380 mg/dl with his normal range being 80-140 mg/dl. To troubleshoot, the patient was instructed to place batteries in the device. The patient did so and stated he received no beeps or display on the device. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.